Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff began to smell something burning. The surgeon then seen granular fragments fall from the monopolar curved scissors instrument's shaft (proximal to the tip cover) into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(4) 2013, isi spoke with the surgeon involved with the reported event. The surgeon indicated that he retrieved as much of the fragments as he could; however, his method of retrieval was not provided. As the fragments were disintegrated, he was unable to guarantee that all of them were retrieved. He stated that the patient is fine and has not reported any post-operative complications. To his knowledge, the monopolar curved scissors instrument and tip cover accessory were inspected prior to use. He estimated that the reported issue occurred 8 minutes into the procedure during the colpotomy process but also indicated that the instrument was used for a total of less than 8 minutes. It is unknown what the electrosurgical unit setting was at the time of the reported issue. The surgeon declined to answer further questions. Based on the provided information, this complaint is being reported due to fragments of the monopolar curved scissor instrument having fallen into the patient and due to the surgeon being unable to confirm that all of the fragments were retrieved.